Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps had a broken cable. There were no delays. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.